Event description:
A cartridge alarm was reported by the caller, which was confirmed as cartridge alarm 34. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, and the customer was advised to use multiple daily injections (mdi) as backup therapy in the interim. The customer will receive a replacement pump with updated software and was instructed on how to store and return the problematic pump.